Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: evolutpro-26-us transcatheter valve, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead measured undefined impedance greater than 3000 ohms and was suspected of fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.